Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026: the nurse flushed the newly inserted indwelling catheter as usual. After successfully inserting the catheter into the patient, fluid leakage was observed at the heparin cap connection, and the cap could not be tightened. The heparin cap was immediately replaced. No signs of harm were observed.